Event description:
While demonstrating proper use of the device to new caregivers, the slide board cracked. Manufacturer response for slide board, medline non-skin transfer board (per site reporter). Response not received yet.